Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that insulin pump had multiple error alarm. Customer's blood glucose value was 283 mg/dl. Customer also stated that drive support cap was normal. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform test to confirm motor error due to reservoir tube lip broken off noted.